Event description:
During patient use, the autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" message. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed system error, out of service, revert to manual CPR' upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a failed processor board, likely attributed to the failed component. A review of the archive data did not show the presence of the system error as the archive was overwritten or corrupted due to the failing processor board, however, the ap vision software revealed a system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). Was reported on march 25, 2022, and the processor board was replaced.